Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
The subject in a clinicial trial experienced a clotted hero graft on (B)(6) 2026, and the patient had a successful declot the (B)(6) 2026 with hemodialysis performed afterwards.